Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the proximal portion of the spinal segment had broken. Subsequently, this catheter was revised on (B)(6) 2013. This device system was used to deliver morphine.

Event description:
Additional information received reported the patient was doing well with therapy.